Manufacturer narrative:
(B)(4). Event date: on an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. On an unreported date; the peritoneal dialysis catheter was removed, peritoneal dialysis was discontinued, and the patient is no longer performing peritoneal dialysis therapy. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.